Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged force sensor bond and faded contrast on the display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the black box shows evidence of "loss of prime" warnings associated with non-zero low force. Immediately after minutes after priming the pump, the pump gives a "no delivery, no prime" warning. Unable to complete required steps due to this. Force sensor calibration was found to be correct removed pump cover; force sensor pins seated and solder connections intact. Removed force sensor to investigate; damage was found to the force sensor bond. Pinkish faded contrast was observed on the display screen. Inserted a test display screen. Test screen powers on with normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.